Event description:
It was reported that a revision surgery was performed after an MRI revealed the patient implant components has broken and slipped. The original surgery, a total shoulder arthroplasty, occurred in 2008. During the revision surgery, the surgeon removed the component and packed the glenoid hole with bone graft. The surgery was successful. It was reported that the patients bone quality is average. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. The complaint's event was confirmed. The device was returned with the keel broken approximately 1/8" from the base of the implant just above the metal pin. The pin is still in place. The distal aspect of the keel is missing. Visual evaluation of the returned device revealed the overall condition of the device is poor, as it exhibits evidence of wear due to it's displaced condition invivo. Scoring and abrasion is noted on all surfaces of the device. The cause of the event could not be determined from the information available. A lot number was requested but not provided, therefore device history record review could not be conducted and the manufacturing date could not be determined. The device was sent to the manufacturer for evaluation. Based on the information provided, the most likely cause of this type of event could not be conclusively determined. If additional relevant information is obtained from the manufacturers evaluation, a follow up report will be submitted.